Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Cervical laceration [uterine cervical laceration] the hcp "has not received training; he has missed me twice now for training." [Wrong technique in device usage process]. Case narrative: this initial spontaneous report originating from the united states was received from a physician via clinical account specialist (cas), referring to a female patient of unknown age. The patient's historical conditions included delivery, singleton pregnancy and scheduled cesarean section. Her concurrent conditions included hospitalization. Her historical drugs, concomitant drugs and allergies were not reported. This report concerned 1 patient and 1 device. Approximately on (B)(6), 2023 (reported as 2-3 weeks ago), the patient inserted with vacuum-induced hemorrhage control system (jada system) via intravaginal for post-partum hemorrhage by non-trained health care professional (hcp) (wrong technique in device usage process) in the patient who had planned cesarean section. The patient¿s vacuum-induced hemorrhage control system (jada system) remained in place and worked fine, but the hcp had to manually dilate the patient which led to a cervical laceration (uterine cervical laceration) (onset date was considered as on unknown date on (B)(6), 2023). The patient needed to have several blood transfusions at least 10 (units unspecified), she needed to go to incentive care unit (ICU) and hcp had to perform a dilation and curettage (d&c) and therefore, the patient was in intensive care unit (ICU) (hospitalization) for about a day. On unknown date on (B)(6), 2023, vacuum-induced hemorrhage control system (jada system) was discontinued. For vacuum-induced hemorrhage control system (jada system), the lot number and the serial number were not available. The outcome of uterine cervical laceration was unknown. The causality assessment of the event was not reported. The reporter considered the event uterine cervical laceration to be serious due to following reason: required intervention. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4608 intensive care (patient requires admission to or extension of stay in an intensive care unit.). FDA code: (health effects - health impact per annex f): 4624 surgical intervention (one or more surgical procedures was required, or an existing procedure changed). FDA code: (health effects - health impact per annex f): 4643 blood transfusion (patient required an infusion of whole blood or a blood component directly into the bloodstream).